Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarm. Customer reported that the buttons were sticky and scratch on the screen. No harm requiring medical intervention was reported. The customer will continue to use the device

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. All buttons function properly. No button/keypad anomaly, unresponsive buttons/button error alarm/stuck key alarm noted. The pump passed the keypad voltage test. No damage noted on the keypad traces. The pump was received with minor scratched display window. The following were noted during visual inspection: missing display window cover, scratched case, broken belt clip rail, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. There was no "no delivery alarm" noted on the event date. However there was a no delivery alarm noted on (B)(6) 2022 (please see below). (B)(6) 2022 14:44:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus there was no stuck key alarm noted in the pump history file. Cosmetic damage was confirmed at the display window. No delivery alarm/insulin flow block alarm was not confirmed. Keypad unresponsive/button error alarm - (button/keypad anomaly) was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.